Event description:
It was reported that the event occurred during surgery. The md inserted the catheter into the sheath via right internal jugular (ij) vein, there is very limited flow through the side port. Medications have to be pushed/flushed through with high resistance, not allowing for the typical high flow that they get with the sheath. As a result, adjustments had to be made in order to deliver therapy. The md was able to get add'l access via peripheral IV and used the catheter, but could not use the sheath lumen for the needed flow. There was no medical/surgical intervention required. There was a delay for the md to make adjustment in order to delivery therapy with no harm to the pt noted. There is no report of pt death, complications or injury. The pt outcome is fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.